Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Event description:
New information received on (B)(4) 2018 indicates that the patient had experienced dizziness prior to a syncopal episode. The patient fell and hit their head because of the episode. The patient was found to have incomplete quadriparesis and was intubated and sedated. The physician did not relate the events or the patient's passing to the patient's pulse generator system.